Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.

Event description:
Davol sales rep reported that partway through use, the instrument fired a malformed construct. The surgeon removed the construct, due to sharp edges being exposed.